Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a lvad fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured lvad fault alarm events associated with a drive over current fault code. The system continued to operate within the set speed limit value (5,100 rpm) and low speed limit value (4,700 rpm) during these events. The system controller was tested with laboratory equipment and no functional issue was identified that could be correlated to the lvad fault alarm captured in the log file. The device passed the functional test procedure, which confirmed all visual and audible alarm activated when induced. An lvad fault will clear when the pump is power cycled, which can be accomplished by a system controller exchange. An lvad fault clearing after a system controller exchange is not an indication of a suspect system controller. A root cause of the lvad fault alarm captured in the log file could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes lvad fault alarm indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ certain advisory alarms only appear on the system monitor: warning: low speed advisory, lvad fault, and controller clock not set. A text banner appears; however, there is no audible alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also in this section, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Initial reporter address line 1: (B)(6).

Event description:
It was reported that there was a left ventricular assist device (lvad) fault alarm displayed. The log files were reviewed and captured lvad internal fault events throughout the log. The background of the log showed "drive a is overcurrent". The patient's controller was exchanged and the alarms appear to have resolved. Regulatory reference report MFR # 2916596-2023-01314.